Event description:
During follow-up, both coils impedance were found below 200ohms and several non sustained episodes with noise oversensing were observed; reportedly consistent with a lead isolation problem. A re-intervention occurred on (B)(6) 2016, due to difficulties observed for explanting the subject lead, the physician decided to abandon the lead and to explant the ICD. Preliminary analysis revealed that electrical and mechanical characteristics of the device were within specifications. A lead issue is suspected to be the root cause of the reported event.